Event description:
It was reported that the patient was presented to the electrophysiology (ep) suite for a left ventricular (lv) lead revision. Prior to procedure, it was determined on electrocardiogram (ECG) that the lv lead exhibited high capture threshold and a widening qrs. Fluoroscopy was performed and it showed that lead have pulled back into the main body of the coronary sinus. The lv lead was explanted and replaced. The patient's condition was stable throughout the procedure.